Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to omsc for evaluation. The nozzle was clogged with silicone rubber shard. Omsc judged that the reported phenomenon was caused by the clogging of the rubber piece in the nozzle. It was presumed that rubber piece was generated because the rubber packing or rubber parts of water supply tank base or air supply / water supply button, or the rubber parts of the cleaning tube (mh-946) missed and passed through the pipeline and became clogged in the nozzle. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the nozzle was clogged with fibrous foreign material. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.